Event description:
It was reported that this artificial urinary sphincter was returned without any performance allegation information. Analysis of the returned device identified a fluid leak in the cuff caused by a pinhole in its shell. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cuff was visually inspected. Visual inspection identified folds and a pinhole in the cuff shell, consistent with wear at a fold. The cuff did not pass leak testing. The balloon was visually inspected. No damage or abnormalities were found. The balloon passed leak testing. The pump was visually inspected. No damage or abnormalities were found. The pump passed leak testing. Neither the balloon nor pump were functionally tested due to the confirmed hole in the cuff. This hole could have caused or contributed to device explant.